Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit grp a strep 30 test veritor discrepant results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer is reporting discrepant results with their ver 256040 test kit from lot 0218614".

Manufacturer narrative:
H.6 investigation summary: this statement summarizes the investigation results regarding your complaint that alleges invalid results when using kit grp a strep 30 test veritor (material # 256040), batch number 0218614. Bd quality performs a systematic approach to investigate invalid result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no issue was found. The complaint issue was unable to be confirmed via retain samples. A trend analysis for invalid results was conducted, no adverse trend was identified. No corrective actions were taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using kit grp a strep 30 test veritor discrepant results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer is reporting discrepant results with their ver 256040 test kit from lot 0218614".